Event description:
It was reported the balloon detached from the catheter shaft following multiple inflations during a subclavian vein loop graft dilatation procedure. Follow up revealed withdrawal of the balloon catheter was met with resistance. Forceful exertion against this resistance resulted in detachment of a segment of the catheter. Retrieval of the balloon segment utilizing a snare was uneventful. Another balloon catheter was used to successfully complete the procedure without pt complications. The device was rec'd, evaluated and retained by this MFR. The engineering eval indicated the catheter shaft was broken. The balloon was fully attached to the broken distal segment of the catheter shaft. The shaft under the balloon was corkscrewed and elongated at the break. Scratches were noted on the balloon surface. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. Although it was reported the balloon detached from the catheter shaft, the engineering eval revealed the distal portion of the catheter shaft was detached. This device displayed characteristics consistent with exertion against resistance, corkscrewed and elongated shaft, as well as contact with a sharp external source, scratches on the balloon surface. It was indicated the balloon became caught between the venous anastomosis and a forearm loop graft upon removal and continued exertion against the resistance resulted in the catheter shaft breaking. Co believes the above factors contributed to this event and does not attribute it to the device. Co's directions for use state: "courier balloon dilatation catheters should be used with caution for procedures involving calcified lesions or synthetic vascular grafts due to the abrasive nature of these lesions...if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."